Manufacturer narrative:
The lens was not fully implanted; therefore, not explanted. Device evaluation: the intraocular lens (iol) was not returned as it was discarded at the surgery site. An investigation could not be performed and the reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the devices were manufactured within specifications. The units were released according to specification. No non- conformance reports were found that were associated to this production order. A search of complaints revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol), the haptics were ''kissing''. Aggressive manuevers to release the haptics resulted in a posterior capsule rent and conversion to a 3 piece lens. The lens was removed and replaced during the initial procedure. The incision was enlarged. No patient injury was reported. No suture was required. No further information was provided.